Event description:
It was reported that the customer had high blood glucose levels (300+ mg/dl). Pump passed delivery system check. Customer may have a virus. Customer is currently using humalog insulin and changes cartridge and infusion set every two and a half days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hrs of uses as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.